Manufacturer narrative:
(B)(4). Method - actual device not evaluated (cuvette/single-use disposable). Process eval performed. Cuvette device history records reviewed and found to meet specs. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports results higher than expected with the protime microcoagulation system. Protime generated result of 6.2 inr and a repeat laboratory result was a 3.2 inr. Pt's therapeutic range is unk, but customer indicated the pt's results have been between 3.0 - 3.5 inr within the past weeks. No adverse event (s) reported.